Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the 23138 error returned. The customer moved the patient to another room to complete the procedure. There was no report of patient involvement or reported injury.

Manufacturer narrative:
This unit was returned for failure analysis. The reported issue was confirmed in the field logs but could not be replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and passed all relevant testing within specification. It was then installed onto a golden system and functioned as expected. As a result of this investigation, failure analysis was unable to identify a definitive root cause.

Event description:
Refer to h11 for follow-up information.